Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 11/14/2022. The correct g3 date is 11/24/2022. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was returned for evaluation. The arterial catheter was not returned. The venous catheter was returned in two sections. Both sections exhibited extensive damage. Both sections were severely stretched in both the distal and proximal sections. The valve crosser was stretched over the electrode housing and distal magnet section and beyond the distal tip. It was reported in the communications that the device was not defective but was misused by the physician. This resulted in the widespread damage to the venous catheter. The investigation is confirmed for the reported device damaged prior to use and difficult to remove issues. A definitive root cause could not be determined based upon available information. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: system description: the wavelinq endoavf system consists of two 4 fr single-use, disposable, magnetic, hydrophilic coated catheters; a venous catheter and an arterial catheter. It is used with the esu-1 electrosurgical unit and an electrosurgical pencil. The wavelinq venous catheter is a flexible 4 fr magnetic catheter that contains a radiofrequency (rf) electrode, a hemostasis valve crosser for interfacing with the introducer sheath on the distal end cautions: 1. Only physicians trained and experienced in endovascular techniques should use the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Preparation of the catheters: 21. Carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq endoavf system. 22. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq endoavf system to sterile field using standard transfer precautions. Endoavf creation procedure: 29. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an endovascular arteriovenous fistula procedure, the valve crosser allegedly got stuck to the electrode of the venous catheter and was difficult to remove. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an endovascular arteriovenous fistula procedure, the sheath was allegedly adhered to the electrode of the vein catheter and was difficult to remove. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in this report has not been cleared in the us but is similar to the wavelinq 4f products that are cleared in the us. The pro code and 510 k number for the wavelinq 4f products are identified in this report. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiry date: 07/2023.